Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, buckling of the stent cage, a type 1a and type 2 endoleaks with aneurysm enlargement were identified. A secondary procedure was completed. The physician elected to implant two ovation ix extender stent grafts to resolve this event. The patient was reported as doing fine post secondary procedure. Correction: the patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm (aaa).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the buckling of the bifurcated stent graft, the type ia endoleak and the type ii endoleak (non-device related) of the lumbar artery were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the buckling and type ii endoleak was anatomy related due to the increase in the aortic angulation (aortic remodeling). The causation for the type 1a endoleak could not be determined with the medical records available for review. The final patient status was reported as doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: b5: describe event or problem ¿ updated. D11: concomitant medical products and therapy dates - updated. G2: contact person - has been updated. G4: awareness date - has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, buckling of the stent cage, a type 1a and type 2 endoleaks with aneurysm enlargement were identified. A secondary procedure was completed. The physician elected to implant two ovation ix extender stent grafts to resolve this event. The patient was reported as doing fine post secondary procedure.